Event description:
It was reported that bd facs¿ sample prep assistant iii was leaking biohazard that was not contained within the instrument. The following information was provided by the initial reporter: was the leak fluid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? No. What was the fluid that leaked? Unknown. Did biohazard leak before or after waste line? Unknown. Was the waste mixed with decontamination or bleach? Was the customer/bd personnel physically in contact with the fluid? Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin. No. Wash station overflowing."

Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd facs¿ sample prep assistant iii was leaking biohazard that was not contained within the instrument. The following information was provided by the initial reporter: "1. Was the leak fluid or air? --liquid. 2. Was the leak contained within the instrument? --not contained. 3. Was there spray of fluid under pressure? --no. 4. What was the fluid that leaked? --unknown. 5. Did biohazard leak before or after waste line? --unknown. 6. Was the waste mixed with decontamination or bleach? "7. Was the customer/bd personnel physically in contact with the fluid? Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin."no. Wash station overflowing."

Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is limited to part: 647205 spaiii and serial number: (B)(6). Problem statement: customer reported: wash station overflowing. Manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from (B)(6) 2020 to date (B)(6) 2021 (rolling 12 months). Complaint trend: there are 12 complaints related to the reported complaint. Date range (date of incident to 12 months back) from (B)(6) 2020 to date (B)(6) 2021 (rolling 12 months). Investigation result / analysis: per fse report: no spill over upon arrival. Double checked waste filter and noticed calcification from blood clot. Cleared lines with water and syringe in waste sink. Advised customer waste lines/filter needs to be checked/cleared daily. Service max review: review of related work order# (B)(4). Install date: (B)(6) 2009. Defective part number: there were no defective parts. Work order notes: subject / reported: wash station is overflowing. Problem description: clogged waste filter. Cause: clogged waste filter. Work performed: cleaned filter and fluidic lines. Solution: cleaned filter and fluidic lines. Returned sample evaluation: there were no defective parts. Manufacturing device history record (DHR) review: review of the DHR for serial number:(B)(6) and (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis: risk management file part #(B)(4), revision 03 was reviewed. Hazard(s) identified? Yes, no. Hazard ID: 3.1.29. Hazard: environmental biohazard. Severity: 5. Probability: 1. Risk index: 5. Implementation: bd facs sample prep user¿s guide. Risk control: alarp. Mitigation(s) sufficient yes, no. Root cause: based on the investigation result and the fse¿s report the root cause was a clogged waste filter. Conclusion: based on the investigation results and the fse¿s report the complaint was confirmed for the wash station overflow h3 other text : see h10.